Event description:
It was reported to philips healthcare during cardioversion with pads, the heartstart xl failed to discharge on pt. There was no reported impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.